Event description:
It was reported that during procedure the console displayed error code 282 and the device cannot be used. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during procedure the console displayed error code 282 and the device cannot be used. After that, additional information was receives indicating that this case was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, error 282 appears and stops. This is thought to be caused by a temporary communication error between the part that detects the laser and the board that controls the device. It was checked the continuity of communication cable and the connections of the connectors. It was also conducted a running test for about 30 minutes and confirmed that there were no errors. Therefore, the reported allegation was confirmed leading to the reported event. Error 282 indicates that the mmcu did not receive pyro data for a certain laser pulse. It leads to the system stopping lasing and giving a pop-up message to the user. The technical reason is that pyro data message was not received during lasing process handling in c28 via ipc communication channel. This message was overrun by chiller periodic monitoring message which was received at the same time. A synchronization problem causes an overrun and dropping of the pyro data message. To avoid task switching in the middle of pyro data message handling, a mutex will be added to the pyro data messages transmission, so that the message handling will not be interrupted till completion. This software change is not deemed to functionally impact the product performance and patient safety but is being made to improve user/service experience and brings the system back into specification. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.